Event description:
It was reported that during the attempted implant of this right atrial lead, the helix failed to perform as expected. For this reason, the lead was removed from the procedure and returned for laboratory analysis. Another boston scientific lead of different model type was implanted without further complications and no resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.